Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a dialysis catheter placement procedure, the tube coating below hubs was allegedly found to be eroded. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a dialysis catheter placement procedure, the tube coating below hubs was allegedly found to be eroded. There was no reported patient injury.

Event description:
It was reported that sometime post catheter placement procedure, the tube coating below hubs was allegedly found to be eroded. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported material erosion and the identified fracture issues, as a fracture was noted just below the blue luer and the material were found to be eroded. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.